Manufacturer narrative:
The complaint is recorded with zimmer biomet under (B)(4).

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation summary: a review of the finished good DHR concluded that the device passed all inspections and left zimmer control as a conforming device. Visual examination of the product could not be performed as there was no product returned for this complaint. This reported event could not be confirmed as there was no product returned. With the information provided, the root cause cannot be determined as it is unknown what condition the product was in.

Event description:
It was reported that the customer stated that hair was found in the box. No adverse events were reported as a result of this malfunction.